Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was with the customer/dme when it was noticed that its battery had evidence of melting. The device was not on a patient or delivering therapy at the time.

Manufacturer narrative:
The astral device or battery was not returned to resmed for investigation. The astral device battery was returned from the customer directly to the supplier for investigation. The supplier investigation confirmed the deformation of the internal battery. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the battery was defective. The battery defect was due to a component failure in the internal battery main circuit board (pcb). The device was not in use when the fault occurred; therefore, there was no patient involvement. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was with the customer/dme when it was noticed that its battery had evidence of melting. The device was not on a patient or delivering therapy at the time.